Event description:
It was reported that a keypad on a pump was inoperable; that only the on/off key is working, and that the pump turns on and constantly beeps. The customer also stated that there was no patient injury.

Manufacturer narrative:
(B)(4). The sigma device evaluation found all keys (other than the 1st and 2nd soft keys) to be inoperable. An automatic and constant output of the 3rd soft key was also observed caused by a failed input/output printed circuit board. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion.